Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the iliac artery. Upon opening a 9.0x40x135 cm express ld iliac / biliary stent delivery system (sds) on the sterile field, it was noted that the stent was off of the catheter. The procedure was completed with another express ld stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).